Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 580 mg/dl, delivered 4 unit of insulin through manual injection and sensor glucose reading was 267 mg/dl. Customer stated that the insulin delivery was not suspended due to sensor glucose versus blood glucose difference. It was unknown that the customer was using auto mode feature. The devices will not be returned for analysis.